Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and mentioned that they experienced low blood glucose level during troubleshooting. The customer was assisted with troubleshooting for blank display. The customer's blood glucose was 47mg/dl at the time of the incident. Customer stated that they did not know how long the screen has been blank. Customer re-inserted battery but no alarm displayed on the screen. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected intermittent vibration due to cracked lcd glass. We were unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The device was received with minor scratched display window and case. The device was received with stained keypad overlay.